Event description:
It was reported that the patient experienced a gastrointestinal (gi) bleeding event. They were hospitalized from (B)(6) 2025. The endoscopy did not identify a source of the bleeding, however they had a positive fecal occult blood test. The patient received 5 units of packed red blood cells (prbcs) and the event resolved without sequelae on (B)(6) 2025. They were clinically stable and discharged. The patient was not implanted with a heartmate 3 left ventricular assist device (lvad) at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas) were reported or identified through this evaluation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is are currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1: patient identifier was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d6a: date of implant was not provided. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a bleeding event.